Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient who experienced that infusion set was leaking at t: lock on (B)(6) 2025. The infusion set was in use for two days. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.